Event description:
It was reported that this electrode exhibited high out of range system impedance measurements greater than 400 ohms. The tachycardia therapy was turned off. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information was received, this electrode showed evidence of fracture close to the can. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this electrode exhibited high out of range system impedance measurements greater than 400 ohms. The tachycardia therapy was turned off. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information was received, this electrode showed evidence of fracture close to the can. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed all conductors were fractured at approximately 85mm and the distal electrode cable and one inner conductor coil were fractured approximately 95mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode exhibited high out of range system impedance measurements greater than 400 ohms. The tachycardia therapy was turned off. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.